Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the iesu was found to energized and cauterized and all ports recognized instruments. Error c-26 was not reproduced.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that error code c-26 occurred against the erbe. The error occurred when the customer was trying to use the fenestrated bipolar instrument. The intuitive tech support engineer (tse) reviewed the system logs and found the reported error. The tse walked the caller through hard rebooting the erbe, but the error persisted. The error occurred from both bipolar energy ports. The caller had replaced the bipolar energy cord and instrument prior to the call. The caller stated they were going to use the e100 instead and continue with the procedure. The issue was escalated to intuitive field service. There were no reports of patient injury.